Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/10/2017. Device returned to manufacturer? Yes. The za9003 product was returned in its original package. Visual inspection at 10x microscope magnification was performed. The lens was returned cut in two pieces. Loose fibers/particles were observed on the lens pieces which is related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens pieces. Both haptics were observed damaged/distorted. The condition of the returned lens is consistent with a unit that has been previously handled and prepare for surgical use. The reported issue could not be verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. Attempt (s) have been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic did not open, and the intraocular lens (iol) was removed from the eye. There was no serious patient injury, no medical complications, and no surgical intervention required. No additional information was provided to abbott medical optics.